Event description:
It was further reported that the stent was deployed at 11atms and the stent deformation was addressed with only the post dilatation at 14atms with a non bsc balloon. The final results of the stent were reported to be well positioned and well apposed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). After the 3.0 x 20mm promus element mr stent delivery system (sds) was implanted a 3.5mm non bsc balloon catheter was used for post dilatation, and it was noted that the stent got expanded in a "non symmetric way." The physician noted on the angiogram that the void space between the stent struts were wider than normal. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).